Event description:
It was reported that insulin delivery stopped on an ilet due to the user running out of insulin and delaying a supply change, which led to elevated blood glucose with a recalled peak of 341 mg/dl. After the user completed the supply change, glucose values returned to range. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not reverting to alternative therapy after ilet stopped dosing, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.